Event description:
Boston scientific received information that the therapy provided by this pulse generator may have been impacted in the presence of metal detectors and possibly additional electronic devices. The patient is located in an institution and states is required on occasion to walk through metal detectors after which point, the patient feels nausea, sickness, chest pain, tachycardia, and shortness of breath.

Manufacturer narrative:
To date, it is not confirmed if asystole in any amount has occurred for this patient. The investigation is considered closed at this time.